Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first began on (B)(6) 2018, the time is unclear. The patient reported that he obtained alleged inaccurately high blood glucose results of ¿325, 339, 245, 478, 113, 501, 386, and 501 mg/dl¿ on the subject meter over an unspecified period of time. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes and reported eating less food/ drink in response to the alleged product issue. The patient reported than (B)(6) 2018, 3:15pm after the alleged product issued began she experienced symptoms of ¿sweatiness¿ the patient reported that at this same time she ate a ¿banana and some fruit¿. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips had been stored correctly and not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.